Manufacturer narrative:
The customer was provided a list of rental stations in her area so that she can rent a hospital-grade symphony pump to rent to help resolve her issue, as advised by her doctor. The customer was contacted on 05/11/2017 by a complaint handler, at which time she confirmed that she was diagnosed with mastitis by her lactation consultant on (B)(6) 2017, for which she was prescribed the antibiotic cephalexin. She is no longer experiencing any signs/symptoms of mastitis. Based on the results of (B)(4), it cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2017, the customer alleged to customer service that her freestyle breast pump was not emptying her breasts and that she got mastitis since she could not get all of her milk out. Her doctor told her that she needed to use a hospital-grade pump. She has seen a lactation consultant for breast shield sizing. She received another brand pump, spectrum, and that pump also did not empty her breasts. She is looking to rent a hospital-grade symphony breast pump.